Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that two (2) screws were placed on the left side of the patient. Both fracture clamps and the rod were inserted. In the surgical step when the cap with cap guide was inserted into the fracture clamp holder and the cap guide with insertion pliers (with ratchet mechanism) supported the last 20mm, the fracture clamp holder detached from the implant (fracture clamp) four (4) times in a row. The same device malfunctioned four (4) times in one (1) procedure (the same procedure). Concomitant devices: unknown screw (part# unknown. Lot# unknown. Qty 2), unknown rod (part# unknown. Lot# unknown. Qty unknown), unknown locking cap (part# unknown. Lot# unknown. Qty unknown), unknown guide for locking cop (part# unknown. Lot# unknown. Qty unknown), unknown screwdrive(part# unknown. Lot# unknown. Qty unknown). This report is for one (1) mis fract clamp. This is report 1 of 1 for (B)(4).

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 04.628.101; lot: 66p1564; manufacturing site: mezzovico; release to warehouse date: august 20, 2020. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Visual inspection: the mis fract clamp was received at us customer quality (cq). Visual inspection of the complaint device showed no defects on the complaint device. Functional test: a functional assessment was performed on the complaint device and the returned mating device. Upon attaching the mating device to the complaint device, the complaint device was able to be easily removed by hand. When the mating device flange was pushed in, it clicked with the complaint device and then the complaint device was unable to be removed by hand. The complaint was able to be replicated but cannot be traced to the complaint device, since it has no identified defects. Dimensional inspection: a dimensional inspection was not performed since a defect was identified on the mating device that caused the complaint condition. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the mating device flange was bent, which caused the mating device to not be able to securely hold the complaint device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.